Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set fell off event during use on (B)(6) 2026. The infusion set was used for twenty hours. Patient replaced infusion sets and resumed insulin deliveries successfully.